Event description:
Reportable based on product analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure the device was unable to cross the lesion. The lesion was predilated with a 15mm x 2.0mm maverick balloon, however the device was unable to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed a shaft break.

Manufacturer narrative:
(B)(4). The device was received in two sections as a result of a break in the hypotube. The break was located at 81.5cm distal to the strain relief. The proximal section of the hypotube break was kinked at various locations along its length. It is noted that the break and the kinks that were present along the shaft, are consistent with excessive force having been applied to the shaft. The balloon was not refolded. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).